Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was revised due to unspecified reasons. It is unknown what occurred at the revision surgery. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.